Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer completed pump reset on their own and continued to use the pump for insulin delivery.